Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a kink was confirmed, but the exact cause is unknown. A photograph of what appears to be a zensysis catheter was provided for investigation. The image shows a photograph of an (B)(4) that has the image of an implanted dialysis catheter inserted in what could be the right internal jugular (ij) vein. A white towel is draped over the shoulder of the patient. Both extension legs of the catheter are full of what appears to be blood residue. The extension legs are being held parallel to the side of the patient¿s neck with a gloved hand. It cannot be determined if the extension legs are pre-curved or straight. A full view of the connectors is not available. Sutures are tied through the suture wing at the bifurcation. Blood residue is visible on a small area of the molded bifurcation. It appears that the d/l tubing is kinked at the exit site, approximately 0.5cm ¿ 1cm from the distal end of the bifurcation. Blood residue is visible on the d/l tubing. It appears that the exit site is sutured closed. A longitudinal line of blood residue is visible on the d/l tubing near the kink. It cannot be determined if the tubing is breached at that location. The kink in the catheter could be related to how the catheter is positioned and secured near the exit site. The product IFU states, ¿catheters should be implanted carefully to avoid any sharp or acute angles which could compromise the opening of the catheter lumens.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
On 08/16/2016 - per sales representative, the facility reported an issue with a zenysis dual lumen catheter that was inserted in a patient. On 08/17/2016 - the picture received appears to show a split in the catheter near the insertion site. On 08/17/2016 - per the sales representative: "the catheter is completely kinked over at the base of the hub where the catheter shaft begins. You can see the septum between the two lumens where there is pressure on the catheter." On 08/18/2016 - additional information from sales representative stated, "catheter bending/kinking just below hub where secured by sutures impairing the catheter&#62688;ability to flow. The sutures had to be cut and catheter straightened out to use. No patient injury reported. This report is regarding patient 1.